Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated devices: 13250-0065 screwdriver 8 mm, ball-tip, t-handle gamma3 8 x 330 mm, (B)(4); 1320-0090 nail holding screw gamma3 8 x 35 mm, lot unk; 4130-180 mm x 130, (B)(4).

Event description:
It was reported during a surgical procedure of osteosynthesis with a gamma nail, the surgeon was not able to disassembled the products. They remained (1320-0100, 1320-0090, 4130-1180s) jammed.